Event description:
Pump stopped running and displayed a red light and error 35-0010 (motor period error) on screen while the epinephrine infusion was running. Clinical staff manually restarted the pump to reinitiate the infusion. Had to switch to a new pump. More information is needed to investigate this issue fully.